Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator part of the grip tips. Localized charring is observed on the molded insulator near the base of the grip tips. The complaint regarding weak energy was not confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, attempts to coagulate tissue using the 6mm fenestrated bipolar forceps were unsuccessful, as indicated by the absence of proper coagulation and lack of fog generation on the screen. Despite the sound of the instrument operating, no coagulation occurred. The surgeon instructed the scrub nurse to inspect the instrument for defects, but none were found in the wire or other parts. The surgery proceeded with a backup instrument of the same type. Upon investigation, it was determined that the energy output of the instrument was weak. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.